Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's alarm sound was not annunciating and not vibrating when alerts and alarms were declared. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.